Manufacturer narrative:
The insulin pump passed full functional testing including the displacement test, rewind, prime seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. However, the insulin pump was returned for pump error 4 and 53. Format history file analysis has confirmed pump error 4 and 53 due to software error. The insulin pump was received with scratched case, missing serial number label and keypad overlay texture damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump restarts by itself and alarmed pump error. The customer's blood glucose reading was 125 mg/dl at the time of incident. Troubleshooting found that there were multiple pump error alarms in the pump history. Customer indicated that they will revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.